Manufacturer narrative:
The instrument was returned and evaluated. Engineering evaluation confirmed the alleged complaint of frayed wires. The instrument's conductor wires were found to be intact and undamaged. However, the instrument's drive cable was found to be frayed. The pitch up/down cable was observed to be frayed at the distal clevis hub. Frayed strands were sticking out at the instrument's wrist. Other cables at the wrist were reportedly not damaged. Engineering evaluation also found a bent grip. One grip was found to be bent, causing side to side misalignment of the grips. There was a .020 offset at the tips. The bent grip did not exhibit separation of the yaw pulley and the pulley cover at the glue joint. Engineering concluded that the likely cause of the bending was overloading at the tip. Electrical continuity testing of the instrument passed. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported fayed wire issue if to recur could cause or contribute to an adverse event.

Event description:
It was observed during central processing that the fenestrated bipolar forceps instrument had frayed wires. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.